Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by tandem on 12/09/2019. It was reported the patient died of a hypoglycemic event. The patients wife reported to the tandem sales representative that the cgm was not alerting the patient when his blood glucose (bg)went low. The patients wife alleged the continuous glucose monitor (cgm) did not notify the patients bg was low and the tandem pump continued to deliver insulin. The patient did not have cgm-tandem pump integration and manual dosing of insulin with the pump was required. The cgm device generation was not provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2018 due to a hypoglycemic event. The patient was wearing the dexcom g5 system at the time of event; however, dexcom is not aware of any allegations against the product. No additional patient or event information is available.